Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 22 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the device was fired, it produced an incomplete staple line. The bowel was open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Received the following requested information on (B)(4) 2011: your report indicates that the bowel needed to be repaired and then another stapler was used. Please explain more fully what was done to repair the bowel prior to using the 2nd device. Second tlc was fired adjacent to original firing site. Your report indicates and worksheet state that the device formed a partial staple line and some staples were not completely fired. Were the staples: still in the device; fired but unformed with straight staple legs; fired but malformed? Hospital unable to provide this information. What was the condition of the patient following surgery "discharge, stable, critical". Please explain? Discharged.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.